Manufacturer narrative:
Summary of evaluation:the evaluation results verified the reported event. A design change was incorporated in december 1996 to reduce or eliminate this condition. The inserts of this event were manufactured in may 1996.

Manufacturer narrative:
Summary of evaluation:the evalution results verfied the reported event. A design change was incorporated in december 1996 to reduce or eliminate this condition. The inserts of this event were manufactured in may 1996.